Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. No unexpected hardware low level failures alarms noted during testing however, the formatted history file confirmed hardware low level failures alarm. Problem isolated to electronic assembly as per global logic analysis. Pump received with scratched case. Pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm during basal. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer was assisted with 0.2 unit fill cannula in air process and fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The device was returned for analysis.